Event description:
Presented with food bolus. Snare was used to attempt removal but was too small to encircle the bolus. An e-suction cap device was then applied to the tip of the scope. The scope was then advanced back into the cervical esophagus. The bolus was suctioned into the cap but the wire of the device failed and the cap dislodged on top of the food bolus. This was immediately below the upper esophageal sphincter. Provider was unable to remove this due to pt retching and risk of airway obstruction. Anesthesia was called and the pt was intubated and transferred to the ed with intention of transfer to a tertiary care facility where accepting ent removed the device.